Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the customer did not interact with the pump within the timeframe set on the pump's auto-off setting. The customer stated that one hour later, the pump shut down unexpectedly. Customer stated the pump was not being charged at the time of the unexpected shutdown. After the customer charged the pump, the pump turned on and displayed the welcome screen. Additionally, it was reported that the pump date was one day ahead. The customer stated that the time and date on the pump is incorrect every once in a while and stated she always changed the time and date when she noticed it was "off". The customer declined to troubleshoot issue. There was no known impact to the customer's blood glucose level.